Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. As received, the belt failed a therapy electrode recognition test. Upon investigation, pin 14 in the belt trunk cable connector was bent. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned a patient's electrode belt had a damaged connector.